Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was clear fluid under reagent probe a on the reaction wheel cover of the unicel dxc 800 synchron system. Customer reported that the fluid was contained on the reaction wheel cover. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) removed and replaced the vacuum valve.